Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that the blood glucose rose to 450 mg/dl and that the basal had been lowered too much. The customer went to the hospital because he required intravenous antibiotics and was advised that medications may raise the blood glucose reading. The high blood glucose was treated with a bolus from the insulin pump. The customer declined troubleshooting and stated that he was meeting with his doctor to discuss increasing the basal rates. The insulin pump was not returned or replaced.